Event description:
The customer called technical support (ts) and reported the device is failing the 35-volt, 3.3 volt and 5-volt codes. Also, the ovp circuit failed. He noticed the diagnostic codes 1117, 1118, 111b, 111d and 1127 in the significate log. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. He was unable to duplicate the issue. He ran the unit overnight and it is operating fine. The rse recommended replacing the pm pcba per the service manual. The customer has an extra pm pcba in his inventory and he plans to replace and run the device for a couple of days. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the power management pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards.